Event description:
It was reported that the surgery of sirus femoral nail performed 2008, due to fracture of femoral. The surgeon found that nail had fractured. The revision surgery was performed three months later.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a.